Event description:
Law enforcement reported end user had fallen down an embankment while driving the power wheelchair outside on the property of a skilled nursing facility. At the time of the incident, the end user was a resident of a nursing facility. The steep embankment was not fenced-off, barricaded, or restricted by any method from pedestrian access. When discovered by law enforcement the end user was deceased. It was also noted by law enforcement that the end user had removed his supplemental oxygen supply and left it more than 100 feet from the embankment.

Manufacturer narrative:
There was no indication of an operational problem or malfunction of the power wheelchair.